Event description:
A report was received that during a gated cardiac scan the 16 frames were occasionally swapped or transferred. The results showed either no heart beat or a barely detectable heart beat. The hcp uses the scan to determine fitness of cancer pts to receive chemotherapy. Concern is for potential misdiagnosis of heart beat strength and the possibility of denying chemo to a fit enough pt due to the scan indicating weak heart. No injury was reported or any adverse effect.